Event description:
A malfunction on the pump was reported by the caller, with malfunction code malf 12 displayed. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified threshold. The customer was assisted by cts in resetting the pump, and the malfunction code did not recur post-resetting. Cts instructed the customer to continue using the pump and to call back if the malfunction recurred, which the caller acknowledged and understood.